Manufacturer narrative:
The patient did respond to questions from neuronetics and reported that the insomnia has improved somewhat since making the medwatch report. He has difficulty staying asleep even with the medication and gets about 4-6 hours of sleep/night. He did indicate that he has always had sleep difficulty which may be related to his adhd and/or chronic internet addiction.

Event description:
Neuronetics received a medwatch from FDA (mw5173067) alleging that neurostar tms treatment resulted in worsening depression and persistent insomnia after 1.5 weeks of treatment.